Event description:
The manufacturers service technician was unable to duplicate the reported problem. The data acquisition to motor controller pcb cable was replaced as a precaution for the reported problem. Applicable final testing was performed to operating specifications.

Manufacturer narrative:
Supplemental report

Manufacturer narrative:
Device evaluation and service completion pending.

Event description:
The international customer reported the ventilator was alarming when powered on due to pressure sensors failure. The device was not in use therefore there was no patient involvement or harm. As reported, if the reported problem occurs while in use in normal ventilation mode operation, it may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. Completion of device evaluation and service is pending.